Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. The balloon was inflated twice for 14 atmospheres (atm) each inflation. However, during the third inflation at 14 atm for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.